Manufacturer narrative:
The x2 g5 user guide states, "only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose ranged from 47 mg/dl to 257 mg/dl. Customer is new to the pump and reported "experimenting" with basal values. Subsequently, pump basal rate was set too high. Reportedly, customer did not check with healthcare provider before changing basal rate. Customer ate food to address low blood glucose.